Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing poor coupling. The patient reported they needed help with using the recharging equipment because the rep didn¿t do a good job on showing them how to use the equipment. The patient turned antenna dial through all 4 positions. Ensured the belt was positioned properly. Patient stated hcp office told them it was ok to charge implant. After attempting to recharge, that did not resolve the issue. Patient said they were getting bars but they were not shaded. Patient services were unable to assist patient with al feature and unable to get coupling bars. Patient couldn¿t find their programmer while on the call. Patient stated it was their first time recharging. Reviewed importance of charging over thin material, not bulky clothing. Patient was unable to connect to implant and recommended patient to consult with hcp regarding poor coupling. There were no further complications reported.